Manufacturer narrative:
The investigation into the reported issue has been completed. The device history record review confirmed that the pump passed all post-sterile inspection checks. No device was received for evaluation. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 20-year-old female on impella cp for mechanical circulatory support that the patient required two units of packed red blood cells due to bleeding. The patient experienced blood pooling on top of the pressure side arm disc. There was some concern for effusion, and the patient became hypoxemic. The physician attempted to place the swan but the patient was decompensating with worsening hypoxemia and the patient was crashed onto veno-arterio-venous (triple cannulation). It was decided to remove the impella cp. The impella cp removal was successful with no issues.